Event description:
It was reported that a (B)(6)-year-old male patient underwent a ventricular tachycardia ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. The patient suffered cardiac tamponade and death. During a mapping procedure with carto3 system, for a ventricular tachycardia ablation, due to an operative complication, the death of the patient occurred. None of the products used was considered by the surgeon responsible for the occurrence of the operative complication. The surgery was not delayed due to the reported event. The procedure was not successfully completed. Complication experienced that led to the patient's death: coronary sinus break and consequent pericardial effusion. Bwi devices: smart touch catheter, but also soundstar catheter and pentaray catheter, not directly involved in fatal maneuver. For the physician there is no relationship between the device and the complication. The date of death (mm/dd/yyyy): (B)(6) 2021 during procedure. In physician¿s opinion, what was the cause of death: cardiac tamponade by pericardial effusion caused by coronary sinus rupture by manipulation (without ablation). Patient enrolled to carto mapping for ablation of a left ventricular tachycardia, with probably deep origin, located in the anterior wall of the left ventricle. After the mapping of left ventricle, the operator decided to also map the potentials inside the coronary sinus. During manipulation of the smarttouch catheter in the deep coronary sinus (up to the anterior wall of the left ventricle), vessel rupture occurred (clearly visualized by the out-of-vessel movement of the catheter on the carto system). The patient previously was subjected to an infusion of heparin (because the left side of the heart was being mapped) which favored hemorrhage and filling the pericardial sac. Once pericardial effusion was displayed, a pericardiocentesis was carried out for the removal of the same effusion, and the consequent infusion of aggregating drugs to counteract the heparin. The latter caused clots that no longer allowed the effusion to be removed. Cardiac surgeons intervened, in the sternal opening to proceed with the removal of the tamponade and possible repair of the coronary sinus, but without being able to carry out the rescue operations in time. Force visualization features used: graph, dashboard & vector d, visitag module was used, but is not involved in the issue, because the problem was the manipulation in coronary sinus and not the ablation. This adverse event was discovered during use of the smart touch catheter in the coronary sinus. The physician¿s opinion on the cause of this adverse event: procedure. Carto mapping, for ventricular tachycardia ablation, probably deep originated. A smart ablate was used (but not involved in complication causes). No transseptal puncture. Prior to noting the CT ablation was performed. There was no evidence of steam pop. Irrigated catheter was used in the event and the flow setting: st thermocool - 2ml in mapping, 17/30 ml in ablation. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. On (B)(6) 2021, the bwi medical safety officer informed the following:: based on additional information received in the complaint, the event was related to a perforation of the coronary sinus using the ablation catheter. As a result, the patient suffered a cardiac tamponade. Pericardiocentesis was performed but clotting formed preventing further drainage. Patient outcome resulted in death. Cardiac tamponade related to cardiac perforation is a known complication of procedure. All deaths were bwi FDA approved ¿ ce mark devices are involved are reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action elated to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).